Event description:
It was reported that the patient was hospitalized due to experiencing syncope. There was t-wave oversensing on the right ventricular lead due to the patient having very low potassium. The sensing was increased and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.